Manufacturer narrative:
(B)(4). The incident unit has been received and is under eval. When the device eval is complete a follow up report will be submitted.

Event description:
The customer reported that the bipolar activated on it's own. There was no pt or staff injury. Procedure was not available. The following products were in use at the time: lf1537, a wolf handpiece (type unk), and an e6019 bipolar footswitch. The footswitch is not returning for investigation. The biomed indicated that the unit was set to auto-bipolar mode.